Event description:
A patent reported two ss meter versus hcp meter comparisons were performed. In the first comparison, the patient's blood glucose results were 156mg/gl for ss meter and 114mg/dl for hcp meter. In the second comparison done the following day, results were 124mg/dl for ss meter and 113mg/dl for hcp meter. Hcp meter is of an unknown brand. No other information is available. Patient had not been doing control testing. Meter has been replaced. No allegations of harm have been made.